Event description:
The customer received questionable creatinine plus version 2 results for three patient samples. The following patient had erroneous results that were reported outside the laboratory. The initial result, when tested on a cobas integra 400 plus analyzer, was 3.78 mg/dl. The patient's attending physician was doubtful of the result and requested the sample be repeated. The test was repeated, (B)(6) 2011, on a (B)(4) 912 analyzer and generated a result of 1.02 mg/dl. The same sample was repeated again on the original integra 400 plus analyzer and generated a result of 1.07 mg/dl. The patient was not harmed by the event. The field service representative checked the analyzers. He ran performance checks and precision studies.

Manufacturer narrative:
This event occurred in the (B)(6). (B)(6).

Manufacturer narrative:
Further investigation concluded that a delay in sample clotting, caused either by medication or by the physiological condition of the patient, may lead to incorrect results. Since creatinine measurements are very low in concentration, any change in sample volume will produce a significantly different result. Incorrect results may be either lower, when a micro clot is partly blocking a sample needle, or higher when a micro clot is stuck to the outside of the sample needle. No adverse events were reported.